Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and marker detachment occurred. The 90% stenosed, de novo lesion was located in the calcified, moderately tortuous left forearm shunt. The physician advanced as 6.0 x 20/40 (4f) sterling over the wire (otw) balloon catheter to the lesion and inflated ten times, when the balloon ruptured at 14atm. A marker from the device detached inside the patient and was surgically removed. The lesion was then dilated with a 5.0 x40mm non-bsc catheter. No further complications were reported and the patients' status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and marker detachment occurred. The 90% stenosed, de novo lesion was located in the calcified, moderately tortuous left forearm shunt. The physician advanced as 6.0 x 20/40 (4f) sterling over the wire (otw) balloon catheter to the lesion and inflated ten times, when the balloon ruptured at 14atm. A marker from the device detached inside the patient and was surgically removed. The lesion was then dilated with a 5.0 x40mm non-bsc catheter. No further complications were reported and the patients status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with blood in the balloon and the inflation lumen. There was a complete circumferential tear of the balloon. There was a longitudinal tear in the proximal end of the balloon; the longitudinal tear was connected to the circumferential tear. The distal end of the balloon was bunched up. The inner shaft was detached at the bond that joins the inner and outer shaft components. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The proximal markerband was detached from the inner shaft. The markerband detachment most likely occurred due to elongation and separation of the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).